Event description:
The complaint states, per email inquiry received from a distributor that reads in part, "the patient's mother sent us a photo of the vial in question and described the incident like this: 'this one sounded odd like glass crushing and a little fluid came out and then stopped'." Additional information obtained from reporter on 24 jan 2024: 1. Did the patient miss a dose due to this occurrence? Ans: no patient did not miss any doses due to the vial malfunction. 2. Is the physical sample available for return and if so, can you provide the address where the return packaging should be sent? Ans: here is the address where the return packaging can be sent: (B)(6). (B)(6) 2024: whlabs sample receipt notification and request for sample evaluation.

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required time frame due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. Samples were returned to curia lab for analysis. The investigation was performed at the curia lab. The baxject iii device was received at curia lab in an activated condition with the luer port blue cap attached and in the proper orientation, that was facing the diluent vial. Curia lab observed between 2 ml and 3 ml in the diluent vial. Observed only dry product in the product vial. At curia, video microscope examination of the device revealed that the diluent spike penetrated its rubber stopper, lumen opening was visible. The diluent vial was bottomed out when observed through the diluent sleeve. Due to product coating on the product vial walls, unable to clearly see and confirm product spike penetration of its rubber stopper. Trigger skirt was observed as uneven trigger skirt through product (lyo) sleeve of windows around the circumference of the lyo sleeve. Trigger fingers #1 and #3 were not in alignment with respective notches. One trigger finger piercing the aluminum crimp on diluent vial. Also observed damage to the trigger finger shoulder regions, diluent vial crimp, and product vial crimp. Therefore, sample exhibits "trigger finger pre-released." During the manufacture of fuv advate lot taa23005a, assembled with baxjectiii device sublot tata005c, there were no nonconformities, failures or deviations documented in the batch record which could have contributed to the reported problem. A review of the batch records associated with the manufacturing of lot tata005ca was performed. It was found to have been inspected, assembled and packaged per required procedures and per cgmp and met all acceptance criteria. A review of the container closure integrity test (ccit) inspection report found that the total vials tested met acceptance criteria and did not exceed the total reject limit for no vacuum vials. The vaporized hydrogen peroxide (vhp) cycle was reviewed and determined to have met specification limits with no issues that could have contributed to the complaint. A review of the (B)(6) 2024 monthly report for advate bjiii was also performed relative to the subcategory 'reconstitution difficulty'. The complaint rate for this subcategory for 2024ytd is approximately (B)(4), in comparison to previous years; 2022 (B)(4) and 2023 (B)(4). As the completed device investigation could not rule out manufacturing as a root cause, complaint is confirmed. Root cause due to supplier issue. Corrective actions implemented by supplier and takeda CAPA pr 3951218. D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.